Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affilate that while the surgeon clipped on cystic artery, the clip closed scissoring and the surgeon then took the applier out before the clip cut the vessel. However, there is alot of bleeding and the surgeon took around an hour more to complete the case.